Event description:
It was reported that (1) device was used during a sigmoid colon resection. It was reported by the affiliate that after the device was fired. After the bowel was transected, the instrument was opened and almost every staple was not formed (were just straight staples). The case was completed by handsewing.